Manufacturer narrative:
The complaint sample, or pictures of the complaint device, was not returned to the manufacturer for investigation/review. The failure mode, or potential root cause for the reported leak is unknonwn.

Event description:
A leak, near the port of a single cf-250 product, was reported by the user. This occurrence happened (B)(6) 2018, however the user facility stated this event was not properly filed by a previous employee at the user's facility and charter medical was not notified at the time of the event. There was no additional medical intervention required as a result of this occurrence. The blood product in the bag was discarded and was not infused into a patient. The bag is no longer available.